Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during an ipg replacement procedure with an abbott product being the newly implanted product, the patient was dropped to the floor post the procedure while being transferred to the stretcher. Reportedly, the physician examined the patient and did not recognize any issues.